Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot turn on and there is an x in the ready-for-use indicator (rfu). There was no adverse patient impact reported.

Manufacturer narrative:
Phone number not provided.